Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05713. The patient had two leads from the same lot. It was reported the patient's receiver was explanted and replaced (with an ipg) due to being non-functional. The patient's leads were explanted and replaced (with a single lead/different model) due to migrating. The patient's issues are resolved.